Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported that the pcu was having trouble connecting to the server. It was noted there was a duplicate customer provided serial number on pcu. There was no patient involvement.

Manufacturer narrative:
77bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had device connection error. There has been duplicate serial number of pcu in the server. There was no patient involvement.